Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.

Event description:
A 6f angio-seal vip was selected for use following a pre-deployment angiogram. After connecting the insertion sheath and the carrier tube the device became stuck in the patient and was unable to be withdrawn to deploy the device. The patient was taken to surgery to remove the device. Surgical findings revealed the collagen/anchor was stuck in the device above the artery in the patient. The vessel was closed surgically and the patient was in good condition following the procedure and discharged the next day.